Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a manufacturing issue; ncr-22596 was opened to address this issue.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. The most likely cause for the reported failure can be attributed to a manufacturing issue; ncr-22596 was opened to address this issue. However, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported on 03/07/2023 by an arthrex employee via sems that an ar-6410 main pump tubing membrane portion did not swell and could not reflux normally. Used a new product, and the case was completed. No patient harm. Case involvement, no patient effect.